Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a perforation. During a procedure where a vc connect faradrive 180p was selected for use, the patient experienced a perforation in the septum. The patient required a pericardiocentesis and prolonged hospitalization. The procedure was cancelled. No more information was provided. The device is expected to be returned for laboratory analysis.